Manufacturer narrative:
Findings: unit passed displacement test and basic occlusion test. However, unable to prime unit during prime/compromised force sensor system test due to faulty fsr (gold). Unable to verify motor error alarms or perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit was received with cracked case at display window corners, display window and battery tube threads. Unit was received with minor scratched display window and case. Unit was received with stained end cap sticker. Unit was received with broken belt clip slot.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 230mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.